Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit failed oxygen calibration. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) changed out the entire electronic pt gas system (epgs) unit at the user facility. With the epgs replaced, the system operated to MFR specifications and was returned to clinical use. If add¿l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.